Manufacturer narrative:
H4: the lot was manufactured from february 24, 2020 - february 25, 2020. H10: the device was received containing unspecified volume of fluid in the bladder. Visual inspection revealed evidence of a leak/backflow at the fill port when it was removed. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was determined to be a glass fragment measured to be 1.50 square mm in size. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is user filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked from at the filling point (filling port). This issue was identified during filling. There was no patient involvement. No additional information is available.